Event description:
The consumer reported that she saw a power on reset (por) code and confirmed it started sometime in (B)(6) 2016 (couple of weeks prior to (B)(6)). It was noted that she had foot surgery on (B)(6) 2016 that could be the reason for the por. There were no patient symptoms reported. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.